Event description:
The device was explanted and replaced with a similar device. No reason was given for the explant.the device was returned to the manufacturer for analysis. A follow-up report will be sent if additional info becomes available.